Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported during a site visit that the tubing separation occurred on the medical ICU [intensive care unit]. The clinician was priming the IV set slightly pulled it, and the tubing snapped. The clinician cannot recall where the tubing broke but believes it may have been near the blue clamp. This event occurred around three months ago and the tubing was discarded.